Event description:
During an atrial fibrillation a farawave was selected for use. The catheter went into cobra immediately upon attempting to deploy in body. Went through troubleshooting steps including spinning catheter in sheath until removed from body to fix cobra. After removing from body to fix cobra, it was found the guidewire became stuck in the lumen and was difficult to advance or remove without significant force. The procedure was completed using an alternate method. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.